Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen, battery compartment crack, and keypad damage and contamination. This report is made based on results of the investigation performed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under all key contacts. The audio bolus button cover was damaged and the button was difficult to push. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).